Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line separated from the cartridge. Reportedly, the patient line was pulled on. There was no impact to the user's blood glucose level. The user successfully loaded a new cartridge and resumed insulin delivery.